Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced loss of stimulation for about a week and received a controller message stating, ¿settings not available. Cannot provide your desired intensity settings.¿ the patient stated stimulation was no longer felt at the location where it had previously been perceived and that the stimulation intensity had dropped significantly from a prior setting of 10.6, with the patient reporting they were not getting the expected intensity. The patient also reported a controller battery display of 0% when attempting to charge/connect on one morning, and later reported the implantable neurostimulator battery was showing approximately 90% charged/fully charged while therapy was not delivering as expected. The patient reported extreme pain during this period and stated there had been no falls or trauma. The patient and the primary care provider reported difficulty obtaining timely evaluation/interrogation of the implantable neurostimulator due to challenges reaching a local representative, and the patient was redirected to their healthcare provider for further assessment. An appointment was scheduled to evaluate stimulation.